Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Transmitter was replaced to resolve the issue. The customer reported a low blood glucose (bg) level that ranged from less than 50 mg/dl to 56 mg/dl. Customer consumed carbohydrates to address bg. No additional patient or event information was available.